Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The device was recommended to be replaced. No further information is available.